Event description:
It was reported the patient had been cleared by her cardiologist to have cosmetic surgery. She was under anesthesia for 6 hours for the breast augmentation and tummy tuck and discharged to home. Her husband found her dead at home the next day. The lead was returned to the manufacturer and subsequently tested out of specification. There is no allegation from the health care professional that the death was device related. Follow up revealed an autopsy was done which noted the cause of death to be acute combined drug intoxication with other significant finding of hypertensive cardiovascular disease.

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) proximal conductor fractured, defib conductor fractured, distal conductor distorted, defib conductor distorted, defib conductor cut, proximal conductor cut, outer tubing kinked/buckled, outer tubing separation (non-electrical), outer insulation torn, outer insulation breached cut, blood in/on helix/lobe mechanism, lead stretched. Full lead returned and analyzed. Additional analyst comment - the lead was returned with the proximal, rv, and svc cables cut, explant damage.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) defib conductor fractured. Full lead returned and analyzed. Additional analyst comment - the lead was returned with the proximal, rv, and svc cables cut, explant damage.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) defib conductor fractured. Full lead returned and analyzed. Additional analyst comment - the lead was returned with the proximal, rv, and svc cables cut, explant damage.

Event description:
The lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. It had been reported the patient had been cleared by her cardiologist to have cosmetic surgery. She was under anesthesia for 6 hours for the breast augmentation and tummy tuck and discharged to home. Her husband found her dead at home the next day. There is no allegation from the health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the patient had been cleared by her cardiologist to have cosmetic surgery. She was under anesthesia for 6 hours for the breast augmentation and tummy tuck and discharged to home. Her husband found her dead at home the next day. There is no allegation from the health care professional that the death was device related. The cause of death has been requested and not received.